Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. Possible movement of the frame contributed to the event.

Event description:
A medtronic rep reported the surgeon has been inaccurate at least 2 cm to the left the past few cases and has accounted for the inaccuracy and used the navigation system to complete the surgery. There was no impact on pt outcome.